Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed an "external device error" message at the bsm. They swapped it out with a new device which is working fine. The bme evaluated this unit in his biomed shop and was able to recreate the error message. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. The device, received without a water trap, rubber feet, and fan filter, showed minor cosmetic damage but no fluid intrusion. Upon evaluation, the device displayed "gas line block" and "gas device error" messages at startup. The failing gas module (cd-314p-05 sn:(B)(6) was replaced with a new module (cd-314p-05 sn:(B)(6). The unit was tested per the operator's manual and confirmed to meet manufacturer specifications. The root cause was determined to be hardware failure of the pump. Nk will continue to monitor and trend.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "external device error" message at the bsm. No patient harm was reported.